Event description:
It was reported that during a lap gastric bypass, the device was opened to remove the plastic piece and the anvil fell off. The anvil had fallen off of the table and was no longer sterile, another device was used to complete procedure. There was no patient involvement.